Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the examination lamp did not work and the emergency lamp lit up. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the indicated phenomenon is that the igniter has failed. The cause of the igniter failure could not be identified because the actual product was not sent. It is a guess, but since it has been 8 years and 6 months since delivery, it is considered to be a failure due to aging deterioration. If additional information becomes available, this report will be supplemented.